Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that damage to pump and reservoir was unable to lock in place. The customer¿s blood glucose level was unknown. The customer reported that there was a piece missing on the insulin pump. The insulin pump was returned for analysis.